Event description:
Kent paged and unit is giving an audible alarm even though there is no visual indicator.

Manufacturer narrative:
This event was originally reported to us on 08/26/05 and at that time, it was determined to be non-reportable. On 10/27/05 we rec'd a medwatch report from the end user thru the FDA. Based on that medwatch report, we have reversed that decision and thus we will submit a medwatch report on this event to the FDA.